Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient went with his girlfriend to an ice cream shop, they sat down at the table and the patient started to feel that his eyes and head were twitching and experienced seizures. The patient lost consciousness and was assisted to the floor by other people who were there at the ice cream shop. The girlfriend called 911, and when they arrived the paramedics took a bg reading which was 50 mg/dl and the cgm reading was 220 mg/dl. The patient was taken to the emergency room (ER), around 3pm. When they arrived at emergency room, the patient was treated with IV fluid and a small bag of dextrose. They performed a CT scan and everything was normal. Later at night the patient was treated with IV zofran for nausea. Then around 11pm the same day the patient was discharged. At the time of the report the patient was pretty good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.